Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer contacted a baxter sales representative to report one cl non-dehp continu-flo set10 dpm, 110", 3 cl sites set in which there was a leak observed due to a disconnection from the carefusion j-loop extension set. There was no indication of patient injury to be associated with this event. No additional information is currently available.